Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a pt (age & gender unk) the device's display blanks out for an extended period of time. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.